Manufacturer narrative:
Analysis of the two leads (reduced spacing dbs lead kit, model # 3389) found their proximal end conductors broken from overstress/damage. Their proximal ends were stretched. Lead conductor observations found broken and stretched conductor(s) (overstress/damage). The #0 conductor was broken at the #0 connector weld site on both leads. Lead insulation observations found breached and cosmetic environmental stress cracking (esc) on outer insulation. Leads' distal end observations identified stretched distal ends. Functional testing found open circuit(s) and no shorts between circuits on both leads.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389, lot # unknown, explanted: (B)(6) 2012. Product type: lead: product ID 3389, lot# unknown. Product type: lead. (B)(4). Report source: (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the leads were removed due to patient never having therapeutic effect. There was no injury or adverse event to the patient. Follow up reported the lead was suspected of malfunction. High impedances were noted. It was noted the patient was receiving adequate therapy. It was unknown if the implantable neurostimulator (ins) and extension were still implanted and in use. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Follow up reported no over-tightening of the lead cap occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.